Event description:
It was reported that during ICD surgery for normal eri, the lead was explanted and replaced due to externalized conductors seen via fluoroscopy.

Manufacturer narrative:
A partial lead with the connector pin measuring 11.2cm was returned for analysis. The portion of the lead that was returned was normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.